Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified mid right coronary artery that was 80% stenosed. A 3.0 x 12 mm non-abbott balloon was used for pre-dilatation when a perforation occurred. A 3.5 x 19 mm graftmaster covered stent was advanced to the lesion but could not cross. The covered stent was removed and a 3.5 x 20 mm trek was inflated to cover the perforation and the bleeding stopped. A 3.5 x 23 mm xience xpedition was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure due to the failure to cross. No additional information was provided.